Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of 568 mg/dl. A correction injection was administered to address the bg. Ultimately, the customer reverted to an alternate method of insulin therapy.